Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported a pt with a foreign body sensation, mild pain, and decreased vision of the left eye, at lasik follow up visit. Additional info has been requested.